Event description:
The customer reported that she had a blood glucose level above 700 mg/dl. The customer stated that the high blood glucose level may have been due to an incorrectly inserted infusion set. The customer was unable to troubleshoot for high blood glucose levels due to not having sufficient supplies. The customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.